Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of a dropped device was confirmed. ¿ on 17-december-2025, lvp was received unboxed and with paperwork. ¿ external inspection revealed. ¿ root cause: technician dropped lvp units. ¿ recommend bd san diego repair center replace door latch lever and rear cases. ¿ all units will be re-tested by the bd san diego repair center, then routed through their normal processes. ¿ failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had pm or recall remediation event. There was no patient involvement.

Event description:
It was reported that the device had pm or recall remediation event. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of a dropped device was confirmed. ¿ on 17-december-2025, lvp was received unboxed and with paperwork. ¿ external inspection revealed. ¿ root cause: technician dropped lvp units. ¿ recommend bd san diego repair center replace door latch lever and rear cases. ¿ all units will be re-tested by the bd san diego repair center, then routed through their normal processes. ¿ failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.